Manufacturer narrative:
One retaining square ratchet (rsr) and an impl tapered sp 3.7mm 8mm octagon (spb8) was returned for investigation. A visual inspection identified signs of wear on both the ratchet and implant in the form of residue and scratching. Functional testing was performed for the returned product and found that the ratchet did not effectively ratchet. The device malfunction is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were thirty- three additional related complaint for this product lot over the past two years. These related complaints describe a device malfunction with the ratchet feature. Appropriate documentation was reviewed. A root cause for the complaint could not be determined. The following sections have been updated: date of this report. Device expiration and UDI is n/a. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the ratchet (rsr) suddenly stopped during the procedure. The doctor was not able to finish ratcheting the implant. As a result, the implant had to be removed and the site was grafted. The patient was rescheduled to return in 3 months to replace the implant.